Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. The patient reported that the communicator would not hold a charge and did not work and they had not been able to bolus for 2 days. Patient stated they tried a different ac power cords and that did not resolve the issue. Patient confirmed the communicator had not been dropped and had not gotten wet. While on the call agent had patient removed the charging block from the power strip and had the patient plug it into the wall. Patient stated they still did not see any battery indicator light. Patient stated they saw no battery indicator light and the communicator would not power on. Agent sent request to repair to replace the communicator. Patient would call back if they need further assistance.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2021, UDI#: (B)(4). H3: analysis of the communicator, model tm90t0, s/n (B)(6), revealed recharging circuitry (l3) is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.